Event description:
Related manufacturer reference number: 2017865-2022-07691. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that there was failure to capture and noise which resulted in over-sensing on the right ventricular (rv) lead. The physician decided to explant the rv lead on (B)(6) 2022. During procedure, the anomalous rv lead was tested through the device and there was no capture. The lead was replaced and all values were optimal. After connecting the new lead to the device, there was no capture again. The physician explanted and replaced the implantable cardioverter defibrillator (ICD) as it may have been part of the problem. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of loss of capture and noise on the lead were not confirmed. As received, a partial lead was returned in two pieces with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead with exception of damages consistent with those occurring at the time of the procedure.